Event description:
A report was received that the ipg of the patient was causing him discomfort and was contributing to his chronic pain. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.